Event description:
The patient reported after wearing the pod for 1 hour they noticed their blood glucose (bg) levels reached 21 mmol/l (378 mg/d). When the pod was removed, they noticed the needle mechanism did not deploy during the pod activation process. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.